Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: persona femur cemented ps standard cat#:42500606801, lot#:62773689. All poly patella cemented 32 mm diameter cat#: 42540000032, lot#: 62646241. Articular surface fixed bearing posterior stabilized (ps) cat#: 42511401010, lot#: 62803824. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:3007963827-2018-00036, 0002648920-2018-00170.

Event description:
It was reported that the patient is experiencing pain that radiates down to his toes after left total knee arthroplasty due to loosening on top and bottom. Patient needs to be revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The previously reported investigation results remains same and would not change the root cause reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports:3007963827-2018-00036, 0001822565-2019-01471, and 0001822565-2019-01472. Concomitant medical products: femur cemented posterior stabilized (ps) standard left size 10 cat#: 42500606801 lot#: 62773689. All poly patella cemented 32 mm diameter cat#: 42540000032, lot#: 62646241. Articular surface fixed bearing posterior stabilized (ps) cat#: 42511401010, lot#: 62803824. Palacos rg 1x40 single cat#: 00111314001 lot#: 78354389. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.